Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot: unknown h3, h6) the system was serviced in the field. In summary, the system was intermittently not exposing. The system logs showed intermittent "e38" - 5 volts direct current (vdc) out of specification. The power supply voltage was at 5.03 vdc. The connectors were cleaned and the voltage was then at 5.11 vdc. The vdc was then adjusted to 5.16 vdc. The pendant buttons, hand switch buttons, x-ray lights, and 5-minute fluoro timer reset all passed. The system then performed as intended. Codes b01, c02, and d02 are applicable. H6) multiple annex a codes were applied to capture this event. A0905 captures the issues exposing and a090501 captures the system in termittently not exposing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site complained of issues exposing. There was no patient involvement. Additional information was received. It was reported that the system was intermittently not exposing.